Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Helix, fully extended, measured .071 inches within specifications. Primary analysis findings: no anomalies found, lead functionally normal.

Event description:
It was reported that during the implant attempt, the lead would not pace in the unipolar configuration. Consequently, the lead was removed and replaced without incident. No patient complications were reported as a result of this event.